Event description:
Right total knee arthroplasty discovered tooth from stryker bone saw blade was missing. Wound examined and field searched and unable to find missing tooth. X-ray negative for foreign body.